Event description:
It was reported on 12/21/2022 by a sales representative via sems that an 0837-000 impactor pad broke off inside the 1255-000 tibial insertion guide. Case involvement, no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation confirmed based on the photo provided by the reporter. Visual inspection revealed the threads of the impactor pad were broken and that a piece was stuck within the insertion guide. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.